Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient experienced delayed onset nodules in the temples, cheeks, and lower face after they were injected with two syringes of juvéderm voluma® xc. Treatment is noted as hylenex. Event resolution is unknown at this time. Patient was concomitantly injected with juvéderm vollure¿ xc.